Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. One cylinder had a leak in the outer tube that was the result of wear at the corner of a fold. This cylinder had broken fabric threads. The other cylinder had a leak in the outer tube that was the result of wear at the corner of a fold. This cylinder also had broken fabric threads. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced a rigidity issue and through further intervention a revision was performed for an ambicor penile prosthesis device. Another app device was implanted to complete this surgery. The patient was noted as stable condition following the procedure. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Event description:
It was reported that the patient experienced a rigidity issue and through further intervention a revision was performed for an ambicor penile prosthesis device. Another app device was implanted to complete this surgery. The patient was noted as stable condition following the procedure. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.